Event description:
Patient was implanted with lcp medial proximal tibia plate, lcp proximal tibia plate, lcp proximal humerus plate and screws on (B)(6) 2012. The patient returned to the surgeon for a routine follow-up visit on an unknown date. X-rays were taken and the surgeon noticed an infection in the leg. Patient was returned to the or on (B)(6) 2012 for removal of hardware due to patient infection. The surgeon removed all hardware, 3 plates and 21 screws/locking screws. The surgeon did a thorough flush of the wound and the patient was not revised with any additional hardware as the fracture was healed. The procedure was completed successfully. This is 16 of 24 reports for the same event.

Manufacturer narrative:
Device was used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.